Manufacturer narrative:
Product ID 748295, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7 48295, serial#(B)(4), implanted: (B)(6) 2003, product tyep extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 7438, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3389-40, lot# j0301118v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot# j0301118v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot# j0301118v, implanted: (B)(6) 2003,explanted: product type lead. (B)(4).

Event description:
It was reported the patient's device "turned off by itself" after she had turned the device back on following an EKG. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference mfg. Report # 6000032-2012-00046 for information on patient's other device.